Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported a system message was displayed during a 23 gauge vitrectomy with scleral buckle procedure. The iop (intraocular pressure) control was lost but the surgeon was able to continue by manually palpating the pressure. The case was not completed with no harm to the pt.